Manufacturer narrative:
The actual complaint device was not returned, unused devices were returned for evaluation. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, a leakage was found at the distal joint of the drainage catheter and the physician "stuck it with adhesive tape" continued to use it. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.